Event description:
Device malfunction: deployment actuator froze resulting in partial deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, the xact stent was placed at the target lesion. Reportedly, the stent deployment actuator froze and the sheath would no longer retract resulting in only a portion of the stent expanding. The stent delivery system was removed and a second xact stent was used to complete the procedure. The target lesion was described as mildly tortuous, concentric and heavily calcified. There were no adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.